Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia reported at 400 mg/dl decreasing to 390 mg/dl during the call while using the ilet pump, with the pump reading high for several hours and visible insulin leakage observed from the cartridge/reservoir area after a supply change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed leakage consistent with a seal issue associated with the reservoir component, aligning with a device leak/splash problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.